Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI). Part analysis: the report of medstation es main failed drawers 2.1 and 2.2 was confirmed by bd field service engineer (fse) and further validated during dchu testing. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4): the fse reported that drawers 1.1 and 1.2 were not detected on bus. Upon inspection, the pcba pmc v1.06/v0.09bl hh was found to be faulty and was replaced, but the new board also failed when the unit was powered on. Then the pcba pmc v1.06/v0.09bl hh was replaced again, along with both pcba dwr cntlr v1.10/v1. After these replacements, the unit was tested with the customer, and all functioned correctly. From the bd field service engineer (fse), two (2) pcba pmc v1.06/v0.09bl hh, and two (2) pcba dwr cntlr v1.10/v1 were received in good condition with no signs of physical damage, loose components, fluid ingress or missing components. Laboratory testing was conducted on all pcbas and using a dmm the electronic components were tested. In both pmc the fuse 201 was open, in the pcba dwr cntlr v1.10/v1 s/n (B)(6) there was a short circuit between tp502 and tp505, and in the pcba dwr cntlr v1.10/v1 s/n (B)(6) passed all tests. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failures in drawers 2.1 and 2.2 was determined to be damaged components on the pcbas. In both pmc boards the fuse 201 was open, and in the pcba dwr cntlr v1.10/v1 s/n (B)(6) there was a short circuit between tp502 and tp505 that affected diode d501.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 1.1 and 1.2 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. As per part investigation, it was determined that a short circuit occurred between the two affected diodes. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawers 1.1 and 1.2 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 1.1 and 1.2 were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers were not detected on the bus. A field service engineer (fse) troubleshot an issue where medstation main drawers 1.1 and 1.2 were not detected on the bus. It was determined that the drawer interface pcba (printed circuit board assembly) was faulty and was replaced. Upon powering on the station, the replacement interface pcba failed. The fse replaced the part again, along with both drawer pcba boards. The repair was tested using diagnostics and verified with the customer and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.